Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified elastomeric device (intermate) did not infuse. The reporter stated that a dose of an unspecified antibiotic was missed "due to a kink in the elastomeric tubing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.